Manufacturer narrative:
The pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: the pump was powered up to a dim and pink display. The battery compartment was cracked from the top above the pad to the cover part. The keypad rubber and button contacts were missing. The keypad was not functional due to the missing button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the display was dim, and the keypad was not responsive. This report is made based on results of investigation completed on 01-feb-2019.